Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The drill bit broke at the base of the shaft.

Manufacturer narrative:
The complaint was reassigned to leeds complaint department for investigation. As reported, there was no delay and nothing was left in the patient. No product was available for return as it had been discarded. There was no product lot number available but we were provided with the product code. A worldwide complaint database search on the product code did not identify any previous complaints. Without the product or product lot number it is not possible to determine how or why the product broke. No further investigation can be undertaken without further information. The complaint shall be closed with an unjustified conclusion and a root cause of undetermined, insufficient information. The complaint category shall be monitored through the companies trending and post market surveillance activities. Should any further information be provided relating to this case then further investigation may be undertaken.